Event description:
It was reported that the confirm device exhibited sensing anomaly where inappropriate asystole episodes were recorded even though r waves were visible. However, there were no additional pause events noted after that. Further information could not be obtained.